Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014 further information was requested but not received

Event description:
It was reported that a patient presented with a high voltage impedance which is high. Possible lead extraction was discussed, but nothing was scheduled.